Event description:
Right pneumonectomy procedure. Slc55g dlu was loaded onto the pes100 (power extender) and did not calibrate. The attachment did not appear to be secure so a new flexshaft was opened and slc55g was re-attached to pes100. The dlu was fired and did not completely cut. Upon removal of the dlu the knife blade was exposed. The pes100 was removed from the flexshaft. After the case, the two fs214's and pes100 were tested outside of the or and noticed that one of the driver cables on the pes100 is about 2 mm shorter than the other. Also, the pes100 had a loose component that is not tight and therefore prohibits the dlu from fully locking into place.